Manufacturer narrative:
Customer technical support (cts) advised the customer to perform a 15 replicate precision run on each pipettor using level 1 quality control (qc) material to verify instrument performance. The precision run passed. The field service engineer (fse) advised the customer to run a system check prior to his arrival. The system check failed with a washed %cv (coefficient of variation) of 15% (range 0.00-12.00%). The fse noted the presence of a large amount of dusting upon removing the analytical module. The fse performed a preventative maintenance major on the instrument. The fse ran a passing system check, high sensitivity system check and 20 replicate precision run. In conclusion, the cause of the non-reproducible troponin test results is due to a system malfunction. No one part can be implicated as the sole cause.

Event description:
On (B)(6) 2014, the customer reported non-reproducible troponin test results were generated for two patient samples when using the access 2 immunoassay system. The initial troponin test results for both patients were elevated. Upon retest, the troponin test results were lower. The test results were reported out of the laboratory. One patient was held in the emergency room so a second draw could be obtained. The customer was unaware of any change or impact to patient care or treatment for the remaining patient. There were no reports of injury or death, and no change to patient treatment attributed or connected to this event.